Event description:
Customer called and said they had used the gold market kit and the procedure went well, but the pt developed what he called a gram negative infection. The pt was treated with antibiotics adn is fine.

Manufacturer narrative:
Discussion with facility revealed there were no reports of serious injuries or complications; pt was treated with antibiotics and found to be doing fine. It was later discussed that the infection was believed to be caused by technique and has nothing to do with the marker itself.